Event description:
Distributor reported for the user facility that a PICC was placed in 2005 in radiology in a pt with a history of crone's disease and may complications. The dressing was changed in a day before. In 2005 product was placed on site due to redness at site. In the next day dressing was changed and site was not red and swollen. Site was asymtomatic in 2 days later. On the 5th day, dressing was changed and the site was red, swollen with yellow purulent drainage. Culture was performed and staph aureus was found. The PICC line was removed. The site was looking better since the dressing was removed in the same day. No other medical intervention was provided.